Manufacturer narrative:
The investigation, including root cause determination is in progress. (B)(4).

Event description:
A doctor of optometry reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom sphere myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2007-00453. Pt records do not indicate an injury for the left eye. At 7.5 months post-op, the left eye was overcorrected by +1.00 diopter and exhibited a -1.00 diopter of induced astigmatism, however, this slight overcorrection and astigmatism does not appear to have affected the pt's visual acuity. Bcva in the left eye was equal to the pre-op measurement and ucva had improved form 20/cf to 20/20-2. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.